Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the interconnect cable would not connect to the generator on the 9800 system. No pt injury was reported.